Manufacturer narrative:
Influence of the sequence of proximal optimisation technique and side branch dilation for the opening of jailed struts after coronary bifurcation stenting. Yoshinobu murasato*, takahiro mor ; takayuki okamura, junya shite doi: 10.4244/eij-d-17-00650. If information is provided in the future, a supplemental report will be issued.

Event description:
A a 1,1,0 lesion in the left circumflex artery obtuse marginal branch bifurcation was treated with a medtronic zotarolimus-eluting (2.75×12 mm stent) the stent was implanted at 8 atm. Proximal optimisation technique was performed with the stent delivery balloon at 12 atm with its distal marker located in the carina to ensure that the stent was well apposed. A non medtronic ptca balloon was subsequently dilated in the side branch ostium. The 3d image demonstrated guide wire recrossing into the proximal cell; however, the protruded struts were folded towards the distal side branch after side branch dilation .

Manufacturer narrative:
No patient injury reported. If information is provided in the future, a supplemental report will be issued.